Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 9.5 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc surmised that the probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a maxillary tumor resection, the subject device was used. In the procedure, ultrasonic level error occurred after metal noise occurred. The probe of the subject device was broken off outside the patient. The intended procedure was completed without replacement of the device. There was no patient injury reported. This is the report regarding the breakage of the probe.